Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom acetabular component on the right side on (B)(6) 2006. The patient was revised on (B)(6) 2015 due to unknown reasons.

Manufacturer narrative:
Concomitant medical products: item: metasul ldh, head, 50, code p, taper 18/20 catalog #: 0100181500 lot #: 2332974 item: metasul ldh, head adapter, s, -4, taper 12/14-18/20 catalog #: 0100185145 lot #: 2356192 item: femoral stem press-fit collarless 12/14 neck taper standard catalog #: 00786401300 lot #: 60541048. DHR-review: ref:0100214156 ; lot:2327456 - yield:27 - delivered:27 the quality records indicate that this component met all requirements to perform as intended. Ref:0100181500 ; lot:2332974 - yield:23 - delivered:22 - scrapped:01 the quality records indicate that this component met all requirements to perform as intended. Ref:0100185145 ; lot:2356192 - yield:50 - delivered:50 - delivery date: the quality records indicate that this component met all requirements to perform as intended. New information does not change the investigation-results of this incident. Since this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced, zimmer gmbh will close this case once again. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
This case was reopened on june 26, 2018 to enter additional information which was received on june 22, 2018. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was revised due to pain, elevated metal ions, wear and corrosion.